Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to take a biopsy for a patient with a heart transplant. The sensor was recalibrated and the mean was increased by 20.8 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.